Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high threshold measurements were observed on this right ventricular (rv) lead during the implant procedure. As the threshold measurements did not decrease, the rv lead was repositioned two days post-implant. No additional adverse patient effects were reported.